Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the vrv valve in the yellow aortic root vent suction line of the custom tubing pack started leaking. The leak was identified in the component of the yellow 1/4" line specifically at the component 1140333-1 pump. It was noted that the same leak appeared in multiple packs. The vrv valve was replaced to complete the case. The patient outcome was reported as alive with no injury. Medtronic received additional information that the patient lost approximately 20ml/cc of blood. No transfusion was required as a result of this leak.